Event description:
Olympus was informed during an in-service, an unspecified bio-burden was observed in the elevator channel. The staff and the charge nurse were notified of the observation. Olympus cleaning recommendations for the elevator channel were provided to the user facility. No patient infection or cross-contamination was reported. In addition, the endoscopy support specialist (ess) is in the process of scheduling a reprocessing in-service for the user facility.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device instrument history was reviewed and it was noted that the device has not been serviced by olympus since 09/26/2012. The user's experience cannot be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory factor to the reported event.